Event description:
As reported, a 5mm x 20cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter was being used to treat a lesion in the superficial femoral artery (sfa) when the balloon ruptured during an inflation at nominal pressure. As a result, the saberx pta balloon catheter was removed and a 5mm x 150mm non-cordis balloon catheter was inserted and successfully used to complete the procedure. There was no reported injury to the patient. The femoral artery was accessed for the procedure to treat the sfa lesion which reportedly had mild calcification, mild vessel tortuosity, and a stenosis of 90%; however, the lesion was not a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the balloon hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no observed damages to the device prior to entering the patient. A non-cordis catheter sheath introducer was used for the procedure and there was no resistance experienced while inserting the device though csi. There was no difficulty advancing the balloon catheter to the lesion, the device was able to cross the lesion, and was never in an acute bend. The device was removed easily from the patient and remained in one piece during removal. Information regarding the type of contrast used and the contrast to saline mixture was requested but not provided, and the device was discarded and will not be returned.

Manufacturer narrative:
As reported, a 5mm x 20cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter was being used to treat a lesion in the superficial femoral artery (sfa) when the balloon ruptured during an inflation at nominal pressure. As a result, the saberx pta balloon catheter was removed and a 5mm x 150mm non-cordis balloon catheter was inserted and successfully used to complete the procedure. There was no reported injury to the patient. The femoral artery was accessed for the procedure to treat the sfa lesion which reportedly had mild calcification, mild vessel tortuosity, and a stenosis of 90%. The lesion was not a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the balloon hoop, the protective balloon cover, the stylet, or any of the sterile packaging components. There were no observed damages to the device prior to entering the patient. A non-cordis catheter sheath introducer was used for the procedure and there was no resistance experienced while inserting the device though csi. There was no difficulty advancing the balloon catheter to the lesion, the device was able to cross the lesion, and was never in an acute bend. The device was removed easily from the patient and remained in one piece during removal. Information regarding the type of contrast used and the contrast to saline mixture was requested but not provided. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82232917 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with 90% stenosis, likely contributed to the reported event, as a calcified stenotic lesion is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿to reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.